Event description:
Additional information received indicated no findings suggestive of hemolysis.

Manufacturer narrative:
Additional information was provided in b5. Corrected information was provided in b1 (is product problem), g1 and d3 (manufacturer fax). Upon review, it was identified that these were inadvertently omitted from the initial report. Corrected information was provided in d4 (serial number). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Hemolysis/mechanical interaction with blood: the cause of hemolysis/mechanical interaction with blood was unable to be determined as limited clinical details were provided and no product was returned for review.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: an impella cp device was inserted into the right femoral artery in a 83-year-old male patient with a past medical history of coronary artery disease (cad) and diabetes, presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai stage c shock, and on a ventilator for respiratory support, prior to initiation of support. While the patient was in the intensive care unit (ICU), there was hemolysis concerns. An echocardiogram was done to confirm position. It was noted that hemolysis was not confirmed. The lactate dehydrogenase (ldh) down trended every day. The haptoglobin was above 30, and no labs came back hemolyzed. Six days after insertion, the impella was successfully weaned. The post-procedure outcome is survived at explant. The impella functioned at p-2 at 2.0l/min without issues. Poor positioning of the impella can cause hemolysis. Hemolysis is listed as a potential adverse event, and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).